Manufacturer narrative:
Dates estimated. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. A definitive cause for the reported tissue damage and mitral regurgitation (mr) could not be determined. The patient effects of tissue damage and mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects tissue damage and mr, and the relationship to the device, if any, cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The steerable guide catheter (sgc) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report recurrent mitral regurgitation (mr) and tissue damage. It was reported via literature review that in (B)(6) of 2014, a mitraclip procedure was performed to treat mitral regurgitation (mr). Three mitraclip were successfully implanted; however, mr was only slightly reduced. 11 days later, echocardiogram showed mr had increased; therefore, mitral valve replacement was performed. During the mitral valve replacement, a closure device was used to close the atrial septal defect (asd). Once the clips were removed, it was noted that extensive tissue damage had occurred to the leaflets. The patient was in good health after the procedure. Additional details are provided in the attached article. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Na.